Event description:
It was reported that the oasys medial biased screw stripped out during initial insertion using the new 3-piece locking screwdriver on the ratchet handle. We then placed a 25mm rod and a blocker in the screw and final tightened with the torque wrench and anti-torque key and tried to back the screw out. The screw broke when the surgeon tried to back it out just under the screw head.

Manufacturer narrative:
Method: manufacturing review;results: the likely cause was too much rotational force from the rod to the tulip during rod insertion. Conclusion: an oasys pa screw medial was confirmed to be fractured. Manufacturing files were reviewed and no incidents were found. There was a 40 minute delay in surgery and all pieces were sucessfully removed and returned.no new severities/harms were found.

Event description:
It was reported that the oasys medial biased screw stripped out during initial insertion using the new 3-piece locking screwdriver on the ratchet handle. We then placed a 25mm rod and a blocker in the screw and final tightened with the torque wrench and anti-torque key and tried to back the screw out. The screw broke when the surgeon tried to back it out just under the screw head.